Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (random) issue. The reporter stated that the pump emitted an occlusion alarm when the user was about to deliver a bolus. It was reported that the infusion set, site, and cartridge were changed following the occlusion alarm, and a bolus was delivered successfully. The reporter was advised to monitor pump use and contact animas if the issue recurred. The user¿s blood glucose readings were allegedly in the 400 mg/dl range. The alleged blood glucose excursion does not meet anima¿s criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.